Manufacturer narrative:
The lot number was not provided for the malfunction and a lot history review was not performed. The device was not returned for evaluation and medical records were provided for evaluation. The investigation is confirmed for filter tilt and migration of filter. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration and tilt. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old female is unknown.